Event description:
It was reported the case and connector on the atrial side are smashed. It was also reported the case is broken and damaged. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the lower case and atrial output connector are broken. Analysis also found the upper case is broken and the battery release is contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.